Manufacturer narrative:
(B)(4): the customer reported the ac power module was not working. There was no reported patient involvement. The customer isolated the problem to the ac power module. The ac power module was replaced to resolve the issue.

Event description:
The customer reported the ac power module was not working. There was no reported patient involvement.